Event description:
It was reported that a vns pt presented high lead impedance readings during a routine office visit. The pt reported that stimulation was still perceived. X-rays were ordered and the pt was sent to a surgeon for further eval. Good faith attempts to obtain add'l info from the pt's treating physician including a copy of x-rays, device diagnostic history, etc. Have been unsuccessful to date.